Event description:
A 3.0 mm diameter x 30 mm length endeavor rx drug-eluting coronary stent was deployed in the proximal circumflex of a pt with no issue reported. During procedure another endeavor rx was deployed to proximal lad with no issue reported (MFR # 2953200-2010-01339). Both the target lesions, described at bifurcation, exhibited 90% stenosis and were not predilated. However, approximately 2.5 months post implant, the pt presented with symptoms. The endeavor stents were confirmed to be not fully expanded, therefore, revascularization was performed which made the stents sufficiently expanded. Afterwards, cardiac failure and angina became stable. Communication from the field reported that approximately 5.5 months after index procedure, indisposition, tightness of the chest and dizziness were observed. A brain hemorrhage was suspected. Cag confirmed restenosis at proximal circumflex. Cutting balloon was performed and good patency was confirmed. No other clinical sequelae were reported. The physician commented that the cause of restenosis was neointimal proliferation.

Manufacturer narrative:
(B)(4): eval results: root cause cannot be determined based on info available; tvr, cva/stroke; pre dilatation not performed.